Manufacturer narrative:
The cause of the initial falsely elevated pt inr results on patients 1 and 2 is unknown. It is known that user error contributed to the discordant values (pt seconds vs. Pt inr) in the repeat test results observed by the operator on patient #2. It is likely that pre-analytical sample handling issues contributed to both initially falsely elevated pt inr results. The dade innovin prothrombin time reagent instructions for use, refers the user to clsi document h21-a5 for detailed information on proper sample preparation and storage. The account has their system set to automatically repeat any samples with inr values above 6.0. The account had the assay definitions incorrectly set for an automatic repeat of the prothrombin time test which is run under a separate assay definition. The effect of the user error caused the incorrect prothrombin time test value (pt seconds- same as on the original run) to appear on the instrument screen joblist rather than the repeated prothrombin time (pt seconds) test result. A siemens healthcare diagnostics inc. Field service engineer went to the account and performed multiple cleaning operations to the sample and reagent probes, rinse wells, and optical path. The instrument is now performing within specifications. Additionally, the siemens technical applications specialist corrected the assay definition for repeat pt inr tests so that the correct combination of repeat pt seconds and pt inr test values appear on the instrument screen joblist. No further evaluation of the device is required.

Event description:
Falsely elevated prothrombin time inr (pt inr) results were reported on two patient samples. The results were not reported to the physician. The samples were retested on the same analyzer and lower results were obtained and reported. The patients were not treated on the basis of the initial falsely elevated pt inr results. There is no report of adverse outcome to the patients as a result of the initial falsely elevated pt inr results.